Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to the service center for evaluation. The unit was equipped with out date software and an old switch which were updated to the current version. The unit was received with the power cord and functionally tested normal. The user¿s complaint was not confirmed as the unit passed all inspection checks.

Event description:
The service was informed that during an unspecified procedure, the device would not capture the image or it would save duplicates. The images were saving out of order also.